Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h124 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h124 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation, therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photophereis (ecp) treatment. The customer stated that less than 100 mls of whole blood was processed at the time the leak occurred. Customer stated that the treatment was aborted without blood return. The patient was stable, and was subsequently treated with a new kit on the same instrument. The customer discarded the kit and did not return any other product for investigation.